Event description:
A malfunction on the pump was reported by the caller, who noted that no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to reach out again if the malfunction code appeared in the future.